Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge, the customer was unable to depress the syringe; resistance was felt. There was no reported impact to the customer's blood glucose level. The syringe was removed from the cartridge and resistance was still felt. Reportedly, the customer changed out the supplies later in the day.